Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. The ht balance middleweight universal ii guide wire met resistance during advancement and once withdrawn polymer coating was observed to have fallen off. Polymer coating remained in the patient. Another same size device was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties however, the subsequent patient effect appears to be related to the operational context of the procedure. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, inner diameter accessory devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to advance. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the reported polymer peeling; however, this cannot be confirmed. The separated portion of the wire was not removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.